Event description:
The customer contacted abbott asking for product replacement for clinical chemistry ict calibrator, lot # 0505017, upon receiving the product recall letter that was sent to the customer earlier. The customer stated that they are some issues associated with the potassium assay related to the ict calibrator lot # mentioned above. There was no impact to patient management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.